Event description:
It was reported that the black handle was cracked and need to be replaced. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination, the allegation was not confirmed. No crack conditions were observed, however a breakage was identified near the metal end of the handle. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.